Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 21.6 mg/dl; cause was unknown. Customer was treated with intravenous fluids of glucose to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.